Event description:
The customer reported a broken cryocyte container which occurred during storage. This case was received from baxter another country on 9 jan 2008 that refers to a cryocyte freezing container containing autologous stem cells (dose: 1,3x10^6 cd34+ /kg, volume: 100ml) which was found broken after 77 days of storage. A backup product was available for the patient's engraftment but the amount of cells (1,6x10^6 cd34+ /kg) was considered as not sufficient. The patient (not further specified) was remobilized and recollected. The patient was transplanted in 2007 (not further specified). The patient's current status is unknown. Technical data: the cell product was collected on approx two and a half months earlier. All viruses markers were negative. The cell product was processed in dmso. A metal cassette was used during freezing and storage step. No additional container was used as over packaging for the cassette. A freezing machine was used. The product was stored in liquid nitrogen. The container was not put in an interim storage condition. All preparation steps were performed in the center.

Manufacturer narrative:
The used sample has been discarded by the center and it will not be possible to determine the exact root cause of the event. The case has been sent to the manufacturing site and a batch file review has been requested. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under ctq-cap. Baxter product surveillance became aware of this incident being classified as a serious injury on 02/22/2008.